Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device display shown low power and unable to recover. A field service engineer plugged the device into another outlet, restarted the refrigerator, once booted powered the station up, logged into hardware test application, updated the recent firmware upgrade, and restarted again to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator displayed not enough power to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.